Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm, reset, and rewound on its own. Customer also stated that the bolus history seemed to be missing. Blood glucose level at the time of the incident was 142 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was program with multiple bolus and all bolus delivered completely and were respectability recorded in the history file. No bolus anomaly noted. Corrupted history file alarm due to corrupted history file. No alarm. Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.